Event description:
During the implant procedure, the device was repositioned several times due to poor sensing thresholds. The device perforated the patient's ventricle resulting in cardiac tamponade. A pericardial tap was performed in the electro- physiology lab, but the patient was not stabile and coded. CPR was administered. Once the patient was sent to the operating room for a drain and repair of the ventricle, the patient regained a heart beat and blood pressure.